Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310, batch # 0036215326. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest), and death (resuscitation, imaging required). Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device and delivery system (wds). At the completion of the procedure, the patient coded. The clinical team immediately initiated cardiopulmonary resuscitation (CPR) and requested a stat echocardiogram. The echocardiogram did not identify any cardiac-related abnormalities. The patient was treated by the implanting physician and the hospitalist. Despite resuscitative efforts, the physician pronounced the patient deceased. The official cause of death was undetermined per the physician, but did not suspect the death was related to the procedure.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device and delivery system (wds). At the completion of the procedure, the patient coded. The clinical team immediately initiated cardiopulmonary resuscitation (CPR) and requested a stat echocardiogram. The echocardiogram did not identify any cardiac-related abnormalities. The patient was treated by the implanting physician and the hospitalist. Despite resuscitative efforts, the physician pronounced the patient deceased. The official cause of death was undetermined per the physician but did not suspect the death was related to the procedure.